Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and caused the filter to be removed. The device was removed percutaneously.the patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, the radiograph revealed that the filter was exhibiting 30-degree angulation. Following day, ivc venogram revealed that the apex of the filter outside the confines of the ivc with at least 2 legs located outside the ivc. Then the filter was removed, followed by meridian filter was deployed. Therefore, the investigation is confirmed for the filter tilt and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown.at this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and caused the filter to be removed. The device was removed percutaneously.the patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven months post filter implantation, a computed tomography of abdomen and pelvis was performed for pulmonary embolism and the study showed an infra renal inferior vena cava filter in place, which was tilted towards the right side, however, was in a functional position. Around, three months and two weeks later, a cook celect vena cava filter was placed for the patient. During the procedure, an inferior vena cavogram was performed which showed that there was a malpositioned low-laid inferior vena cava filter was noted with significant filter tilt. Then the cook celect vena cava filter was advanced, positioned, and deployed within the infra-renal inferior vena cava, above the malpositioned low-laid indwelled inferior vena cava filter. Around, one month later, an x-ray of abdomen was performed for vomiting and shortness of breath and the study showed that there was an inferior vena cava filter at the l3-l4 level which was tilted at approximately 30-degrees to the right with the apex of the filter pointed towards the right upper abdomen. On the next day, through the right internal jugular vein approach, the bard eclipse inferior vena cava filter was removed along with the removal of the cook celect vena cava filter. The pre procedural history mentioned that the patient was noted to have two inferior vena cava filters on an abdominal radiograph, with the caudal most filter exhibited at least 30-degree angulation, which upon reference to a prior computed tomography, had filter legs protruded into the distal most aspect of the abdominal aortic wall. During the procedure, the right internal jugular vein was accessed, and a 10-french sheath was placed. Then an inferior vena cavogram was performed which demonstrated that the more caudal positioned inferior vena cava filter had the apex of the filter outside the confines of the inferior vena cava with at least two legs located outside the inferior vena cava in the medial aspect. Contrast refluxes into the contralateral common iliac vein which was open, and reflux of contrast was also seen into the hepatic veins. After the cavogram, a 30mm gooseneck snare was advanced to the level of the more caudal inferior vena cava filter with repeated snaring of the legs of the filter and finally a group of the legs were simultaneously snared and the filter was successfully retrieved into the inferior vena cava lumen, although it could not easily draw into the sheath. Then with a tight grip on the filter via the snare, the filter was withdrawn all the way to the level of the right internal jugular vein, but the filter could not be removed through the site of first venotomy. Therefore, the right internal jugular vein was again accessed, with the placement of a 10-french sheath and a 15mm gooseneck snare and the inferior vena cava filer was successfully captured and removed. Upon examination of the filter, soft tissues were noted at the level of the apex consistent with probable hyperplasia related to its position in the inferior vena cava. Next, the cook celect vena cava filter was also removed successfully. On the same day, through the right internal jugular vein approach, a bard meridian inferior vena cava filter was deployed in infra-renal location. After six days, the patient has expired. The death certificate was provided, and the cause of death was mentioned as pulmonary embolism, pulmonary hypertension, and right heart failure. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate: (expiry date: 04/2014).